Event description:
In (B)(6) 2019, the subject pacemaker was tried to be implanted as a replacement of a previous pacemaker with a non-microport lead already implanted. The device could not be implanted because a connection issue. According to the physician, the connector of the lead could not to be inserted into the connection port. As the patient is pacemaker-dependant and after four asystoles, the physician decided to replace the subject pacemaker by a non-microport pacemaker.

Manufacturer narrative:
The preliminary analysis revealed that an incorrect connection of the lead was performed.

Event description:
In (B)(6) 2019, the subject pacemaker was tried to be implanted as a replacement of a previous pacemaker with a non-microport lead already implanted. The device could not be implanted because a connection issue. According to the physician, the connector of the lead could not to be inserted into the connection port. As the patient is pacemaker-dependant and after four asystoles, the physician decided to replace the subject pacemaker by a non-microport pacemaker.

Event description:
In (B)(6) 2019, the subject pacemaker was tried to be implanted as a replacement of a previous pacemaker with a non-microport lead already implanted. The device could not be implanted because a connection issue. According to the physician, the connector of the lead could not to be inserted into the connection port. As the patient is pacemaker-dependant and after four asystoles, the physician decided to replace the subject pacemaker by a non-microport pacemaker.